Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pul ling/stretching/overstress. The visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead dislodged during removal of the introducer. The helix would not go back inside the lead and the physician thought the helix looked stretched. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the right ventricular lead dislodged during removal of the introducer. The helix would not go back inside the lead and the physician thought the helix looked stretched. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.